Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope experienced a dark image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, fiber breakage, dirt in objective lens, cracked edges on the video connector were found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that component failure led to malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.